Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer reports overfilling in tubes. This causes the sample to spill when uncapping the tube. The client indicates that previously this filling was not so high." Additional information received march 26,2020: 1. Was the spilled urine contained within the work station? Yes, the urine spills into the measuring equipment. When the equipment unlocks the tube and while moving inside the equipment, drops of urine are spilled. 2. Was the technician exposed? The technician is not exposed because the tube is uncapped inside the equipment. 3. Was the technician wearing personal protective equipment? Yes.

Manufacturer narrative:
The following fields were updated due to additional information (new investigation, photos added.): h.6.: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer reports overfilling in tubes. This causes the sample to spill when uncapping the tube. The client indicates that previously this filling was not so high." Additional information received march 26,2020: was the spilled urine contained within the work station? Yes, the urine spills into the measuring equipment. When the equipment unlocks the tube and while moving inside the equipment, drops of urine are spilled. Was the technician exposed? The technician is not exposed because the tube is uncapped inside the equipment. Was the technician wearing personal protective equipment? Yes.